Event description:
The patient reports periodic facial nerve stimulation, ain and a decrease in hearing performance. Diagnostic testing showed no device faults. The patient's surgeon reportedly decided to explant the device and reimplant the patient with a new device.